Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging missing product. The reporter alleged missing usb cable and ac adaptor to charge to meter and could not recall if the box was sealed and closed before opening the box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.